Manufacturer narrative:
(B)(4). The exact date of the event was not reported; however, it was reported to have happened in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for potentially associated lot numbers h13f20059 and h13f21099 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics (route, dose and frequency not reported) and treatment was still ongoing. On an unknown date, patient experienced a colon rupture. As a result, the cause of the peritonitis was determined to be the colon rupture, which lead to intestinal contents entering the abdominal cavity. On an unreported date, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis. The patient had not recovered from this event at the time of the report and was still hospitalized and in the intensive care unit. No additional information is available. This is report 1 of 2 for this event.